Event description:
The user facility reported that the sheath kinks more than the standard sheath. Follow up communication with the user facility confirmed: the sheath kinks; and there were no patient complications.

Manufacturer narrative:
The involved device was not returned to the manufacturing facility and the lot number is unknown. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from (B)(4) previous lots with the same product code. Visual inspection confirmed there were no defects or anomalies. A comment was made by the user facility that they have had several sheaths that kinked. However, those events were not reported to the manufacturer and no additional information was available including event dates, lot numbers, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within report for reference purposes. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Product specific trending for the past three years shows that there have been no similar reports. Although the cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).